Event description:
Tech services was onsite (B)(6) 2020 for a driveline repair. The entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable for a short time then discharged.

Manufacturer narrative:
Section b5, d10, h3: additional information.

Manufacturer narrative:
Section a1, a2, a3, a4, d4, h3, h4: additional information. Section d6, d10: correction. Manufacturer's investigation conclusion: the relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit shipped on (B)(6)2017. Driveline wire compromise was confirmed based on the evaluation of the returned portion of driveline. A distal end driveline repair was performed by an abbott technical services representative on (B)(6) 2020 under work order 00092748. The approximately 17.5" segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing was performed, and all the wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. After the removal of the silicone sleeve, bionate, and metal-braided shield layers, visual inspection of the underlying wires did not reveal any visible areas of concern. The driveline was then submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation and revealed a breach in the insulation of the red wire, approximately 16.25¿ from the metal connector. No further areas of concern were identified during hipot testing. The conductors of the red wires were exposed, which appeared to be the result of fatigue failure due to repetitive flexing of the driveline in that area. There was no evidence of any mechanical damage such as crushing or pinching. The breach in the red wire could have interrupted function as a result of the exposed inner conductors of the red wire potentially contacting the braided shield and shorting to ground while the device was supported by the mobile power unit or power module. The resulting shorts to ground may have caused the reported low speed and pump stop events, as seen in the submitted log file data. Following the repair, it was reported that the patient experienced a low speed event at home while supported with the mobile power unit/grounded patient cable. The patient remains ongoing on (B)(6). Additional information was requested from the account; however, none has been provided at this time. The heartmate ii left ventricular assist system instructions for use and patient handbook contain information on caring for the driveline. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer report # 2916596-2020-03268. It was reported that the patient had low flow and low speed alarms while connected to the mobile power unit (mpu) which resolved after switching to battery power. The patient was admitted to the stepdown unit on an ungrounded cord. The patient's log file confirmed speed drops and pump stops on (B)(6) 2020. A possible cause of this is an issue with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the mpu. There were also some higher power at times when the speed drops occur. The customer reports going forward they will be keeping this patient on a no ground patient cable and will continue to monitor and added the patient to a list for future driveline repair. The log file also captured no external power events on (B)(6) 2020 while connected to the mpu. This was caused by power to the mpu being briefly interrupted.